Event description:
It was reported that it was not possible to attach saw blades to the universal oscillating saw attachment. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 01/25/2012. Eval observed that the pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.